Event description:
Per the info provided to co by the physician's office, via co's international rep, the device was removed due to "chronic implant infection." As reported to co, the entire device was removed.